Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2017. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. During investigation at berlin heart, the returned excor blood pump was inspected and primed according to the specifications in the current instructions for use(IFU). The individual steps were carried out as described in the IFU. The membrane was brought to its end-diastolic position without complications. The end diastolic position was a completely smooth surface without any creases. The excor blood pump in question had no defect and could have continued to support the patient as intended.

Event description:
Berlin heart (B)(4) was contacted via the hotline to report a problem during the priming of an excor blood pump for a patient to be implanted in the lvad configuration, by the clinic. During the priming of the excor blood pump, the clinic could not bring the membrane into its complete end-diastolic position, a crease was observed in the membrane. Upon applying more negative pressure, the membrane lay completely crease-free in its end-diastolic position. After consultation with berlin heart, the pump was successfully implanted on the patient. However, the excor blood pump in question was exchanged as a preventative by trained professionals at the clinic on (B)(6) 2017. There was no harm to the patient. The excor blood pump in question supported the patient as intended from (B)(6) 2017. Furthermore, the patient tolerated the excor blood pump exchange on (B)(6) 2017 well with no untoward effect and is currently doing well.